Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient has had poor healing. The rep said the wound care specialist had been packing the wounds and could see the ins. It was unknown what factors may have led to the issue and the patient was following-up with the healthcare professional. It was noted that the issue was not resolved at the time of the report and surgical intervention was planned. No device issues were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the poor wound healing and exposed neurostimulator (ins) was not determined. The hcp reported that the device was explanted on (B)(6) 2019. The issue was resolved. No further complications were reported.